Event description:
Using an alaris 2426-0007 infusion set (lot# unknown) an antibiotic add on solution was hung. The add on bag was found completely full, including the drip chamber, the next time the nurse performed rounds. The entire set-up, with the alaris smart pump equipment, was sent down for evaluation. The issue was discussed with the company and the problem was found to be a failed check valve in the set. The proper set-up of the equipment was verified with the company and per our nursing policies and procedure. Subsequent testing of the set revealed a weak check valve (slight pressure on the main IV bag caused the seocndary set to fill). The pump hardware operaton was verified and it was returned to service. A report was made to alaris and the set in now ready to ship back to the mfg. If they request it for evaluation.======================manufacturer response for smartsite infusion set, alaris (per site reporter).======================per our discusson the rep verified that a bad or blocked open check valve could cause this issue. The rep has notified their qc team of the problem.